Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. The following were performed: external visual inspection, voltage test, pairing test with the (B)(4) bluetooth device and the data file was reviewed. The reported allegation was confirmed. The probable cause was a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. The device has been received for investigation. A follow up will be submitted upon completion of device investigation. No additional event or patient information is available.